Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the battery was rapidly depleting. It was also reported that the pump unexpectedly shuts down. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and no further information was able to be obtained.